Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the handle of the stapler was hard to squeeze and a staple was not releasing during use. No patient injury reported.